Event description:
It was reported that cartridge did not fully snap into pump, and customer noticed fit issue during use. There was no reported impact to the customer¿s blood glucose level. Customer inspected pump and cartridge with guidance from technical support, removed o-ring from pneumatic tap, cleaned area with appropriate materials, confirmed cartridge o-ring was intact, successfully reloaded original cartridge through load menu, and then resumed insulin therapy without further issues.